Manufacturer narrative:
(B)(4).

Event description:
It was reported during an implantation procedure, the atrial lead kept on getting dislocated and could not get satisfactory data when tested. It was believed the wire was the cause of the dislocation. The lead was not implanted and replaced successfully.

Manufacturer narrative:
Analysis was normal. No anomalies were found.